Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report: a high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high readings on the abbott diabetic care (adc) device when compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Customer reported that their dog experienced multiple events involving three separate freestyle libre 3 sensors on (B)(6). The reporter indicated that the sensors were providing falsely low glucose readings. Because of these inaccurate readings, the dog was believed to be hypoglycemic when, in fact, the dog was experiencing hyperglycemia. The reporter described clinical signs consistent with hyperglycemia, including excessive urination with puddles observed on the floor and increased water consumption. The dog was taken to a veterinarian, where blood glucose was measured at over 404 mg/dl. The reporter further stated that the dog developed diabetic ketoacidosis (dka)¿. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; and was successful. Customer reiterated the situation that happened with their dog on that day, and they stated that their dog experienced high glucose readings from the two sensors that they used. Additionally, the customer also reported that their dog urinated frequently and had increased water consumption, that's why they decided to go to veterinarian to check their condition, and they found out that the dog has dka. Based on the information provided, there was no report of serious injury associated with this event.